Manufacturer narrative:
The hospital biomed reported evaluating the ventilator device and cycling the device for three days without any incident. The biomed reported not being able to duplicate the reported event. The vyaire clinical group provided end-user training at the request of the facility. No parts are expected to be returned for evaluation by the manufacturer therefore, no further investigation is required.

Event description:
The customer reported an unresolved auto cycle issue while in use on this ventilator device. The customer reported no patient harm.